Manufacturer narrative:
(B)(4). Phone number - (B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient had lasik surgery on (B)(6) 2015. The patient post-operative refraction and visual acuity are good but the patient is experiencing some glare and halos that are interfering with daily activities such as driving and watching tv/film. Account reported that enhancement was done in right eye only and the enhancement procedure made no difference. The account reported the tearfilm is with good function. Post refractive measurements as (B)(6) 2016. Right eye: +0, 25-0, 00x 0 va 1.2, left eye: +0, 00-0, 50x 165 va 1.0.

Manufacturer narrative:
Additional information: it was reported that patient was seen on the last week of (B)(6) 2016 and status is unchanged. Surgeon has observed a normal lens, normal tear film and clear cornea/interface. Patient will be seen for follow up at 3 months time.

Manufacturer narrative:
Correction: manufacturing site reported that the correct manufacturing date for sn (B)(4) is year 2007 and not 03/20/2008 as provided in the initial report. Additional information: a review of the records related to this equipment shows no failure detected. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.